Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the c-ring on the vaso view hemopro 2 broke at the base. All pieces were removed and nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history review was completed for lots 25101219 and 25105299 which were shipped to the account prior to the aware date. There were no nonconformance recorded related to the complaint defect. Internal complaint number - (B)(4).